Event description:
It was reported that when using the bd pyxis¿ es server all new orders were not crossing over from interface. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4: unique device identifier not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the new orders were not crossing from the interface to the es server. A technical support specialist (tss) remoted into the carefusion coordination engine (cce) server and verified that the system had been running since its last reboot. While reviewing prior notes, the tss confirmed that the customer had discovered an arctic wolf vulnerability scan running at the exact times when the wmi provider host cpu spikes occurred each thursday. After identifying the scan as the root cause, the customer disabled it, and the tss continued to monitor the cce. Following this change, the system no longer experienced any resource or performance issues, confirming the resolution. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported that when using the bd pyxis¿ es server all new orders were not crossing over from interface. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model and manufacturer date not available. Additional information: section h imdrf annex codes,section d medical device catalog, medical device serial, medical device model, concomitant med prod data and section h device manufacture date no findings available at the time this report was submitted therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ es server all new orders were not crossing over from interface. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.